Event description:
It was reported that "the front end of the balloon did not inflate and expand". As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) no serial number was reported. The serial number on the returned sample is (B)(6). The lot number (18f24f0004) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8fr fiberoptix ultra (ec) intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The one-way valve was tethered to the short driveline tubing. The visible portion of the bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 61.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The fos (ec) connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. No visual damage or abnormalities were noted to the cal key. The cal key code is "0714". The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The customer submitted photos and video were reviewed. The photo shows the original packaging box label with the serial/lot number information, which matches with the serial/lot number for the returned sample. The photos show the iab catheter in question within the clear plastic bag. The video shows the fluoroscopic image of the patient/iab catheter and the iabc bladder was noted not fully inflating near the iabc distal tip, which is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065 in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Corrective action is not required. The reported complaint that the "front end of the balloon did not inflate and expand" is confirmed based on the customer provided video with the complaint report. In the attached video, the iabc bladder was noted not fully inflating near the iabc distal tip; however, during the investigation, the returned iabc bladder was fully intact with no abnormalities noted. The iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.